Manufacturer narrative:
Manufacturer's investigation conclusions: a direct correlation between the patient's death and the heartmate 3 lvas, serial number (B)(4), could not conclusively be determined. The evaluation of the submitted system controller log file confirmed a total loss of power to the system controller due to depleted external batteries and the ebb. Additionally, a direct correlation between the patient's death and the heartmate 3 lvas could not conclusively be determined. The submitted log file contained data from (B)(4). The log file appeared to show the pump operating as intended at the set speed until (B)(4) 2019 at 2:59:19 pm. The log file showed a complete loss of power to the system controller, indicated by a time clock reset to 1/1/2001 1:00. The total loss of power event was preceded by low battery advisory/hazards, no external power, low flow, and lvad off alarms. The captured atypical events and associated alarms appeared indicative of a total loss of power to the system controller due to depleted batteries and subsequent depletion of the controller's internal emergency backup battery (ebb). Power was not restored to the system. No other atypical events were captured in the log file. The hm3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The hm3 lvas IFU and patient handbook explain the battery charge level, fuel gauge display, and all visual and audible alarms. Instructions for exchanging batteries and switching power sources are also provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was found lifeless at home on (B)(6) 2019. System controller log files showed a proper pump performance and technically everything worked as expected. On (B)(6) 2019, all power sources including the backup battery were used until everything was empty; therefore, the pump stopped due to no internal and external power sources. Information regarding the root cause is unknown and not yet provided. No additional information was provided.